Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead has low poor sensing and had high capture threshold. The lead was expanded and replaced. There were no patient consequence.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead had poor sensing values and had a high capturing threshold. The atrial lead was capped and replaced on (B)(6)2021. There were no patient consequences.